Event description:
Pt was receiving hyperalimentation via a central line. An alaris needleless port was being used. White rubber portion, which is normally not detachable, became disconnected. This white portion remained connected to the hyperal. The remaining two parts (a clear luerlock part and a blue soft plastic part) remained attached to the pt. When the disconnection was discovered there was still fluid in the portion connected to the pt; no blood loss or air apparent in tubing.